Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that a customer's device was showing all three icons (wrench, attention and charge-pak) in the readiness lcd display. With all three icons present, the device may not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a shorted and burned capacitor, designator c76 from the digital pcb assembly. The shorted and burned capacitor caused the internal hlc batteries to become depleted.